Event description:
It was reported the pt was revised due to the base plate loosening from the bone.

Manufacturer narrative:
Evaluation summary: no devices or photos were provided therefore a determination on the condition of the components could not be made. Operative notes and x-rays were requested however none provided therefore it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. This is the third revision reported for this pt. It is possible that while the glenosphere was disassociated from the base plate, the base plate came in contact with the humeral components. It is also possible that due to the multiple revision surgeries the base plate may have been disturbed, reducing the amount of press fit seen on the base plates post. However with the supplied info an exact cause could not be determined with the supplied info. Evaluation: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed.